Manufacturer narrative:
The thermogard console (sn (B)(4)) was evaluated at the customer site and found evidence of saline on the airtrap sensor block as well as on the condensate pan. This indicates a possible leak from the previous operation of the console. Further examination of the console, found damage on the airtrap block's circuit board. This observation is the root cause of the console's inability to detect the start-up kit (suk) airtrap during system set-up. After replacement of the airtrap sensor block, the console was functionally tested and passed all final testing criteria operating as expected without any issue observed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial (B)(4).

Event description:
During system preparation, the thermogard console (sn (B)(4)) was unable to detect the start-up kit (suk) airtrap. No patient involvement.